Event description:
Information received a smiths medical cadd legacy 6500 pump was infusing unknown medication when alarm " without reservoir." The consumer of pump noted medication with same amount to be infused. The operator of pump required education on device through manual. No adverse events reported.